Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed recurring blisters under two of the lifevest electrodes. The patient described the affected area as a burn, very red skin, and blisters painful to the touch. The patient's doctor examined the blisters and told the patient to remove the lifevest. Follow-up indicated that the irritation had not healed and that the patient was planning to see a dermatologist. The patient stated that he would contact the distributor with any future updates.